Event description:
It was reported that an output circuit failure message was displayed following attempted cardioversion in-clinic. During explant of the ICD lead insulation damage was observed. The lead was capped.

Manufacturer narrative:
No medwatch form was received.